Event description:
During remote monitoring, a rapid drop in battery voltage was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.